Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect the power source was due to the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device did not detect the power source when the device was plugged into the power supply. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device main circuit board (pcba) was returned to resmed for an investigation. Performance testing confirmed the reported device failure to detect the power source. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device main pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not detect the power source when the device was plugged into the power supply. There was no patient injury reported as a result of this incident.